Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer the evis exera iii video system center exhibited no image on the monitor when using a serial digital interface cable and faulty printed circuit board. Originally the reported fault was with the light source. During the assessment of the system, it was found that the processor is faulty and not the light source. The issue occurred during preparation for use during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: (phone number missing), and (health professional was inadvertently selected on the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the subject device was not returned to legal manufacturer, the reported event could not be confirmed neither the condition of the device. As a result, the presumed cause and a definitive root cause could not be determined. However, the customer determined that the computer was the issue and have ordered a new computer. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.